Event description:
A male admitted with diagnosis of possible lead fracture. The patient had a history of ischemic cardiomyopathy s/p placement of implantable cardioverter defibrillator for primary prevention of sudden death. Patient went for an electrophysiologic evaluation, per cardiologist, it was noted that the patient had p to p intervals of circa 110 msec. However, more importantly the impedence on his right ventricular lead had climbed from a baseline up 484 to 500 ohms to his current level of 1600 ohms. The patient also revealed episodes of sob (shortness of breath). The patient underwent lead revision and replacement in 2008. Note: 10/15/2007 medtronic inc. Released an urgent medical device information letter regarding sprint fidelis leads models 6930, 6931, 6948 and 6949 which this patient had. The letter was for voluntary recall of above models due to reports of lead chronic conductor fractures.